Manufacturer narrative:
A manufacturer representative went to the site to service the system. The system was fully functional after replacing the broken covers.

Event description:
Medtronic received information regarding an imaging system. It was reported that  the system had issues closing and does not close all the way because of some thing poking out. No patient impact was reported and there was a delay of less than one hour. Additional information received indicated there was no patient involved and no delay.